Manufacturer narrative:
The device sample has been received, however, evaluation not yet completed. A follow up report will be submitted when the evaluation is completed. A batch review conducted for the lot number reported revealed no aberrances. Trending analysis on this lot number revealed 6 similar cases involving separated tubing.

Event description:
Baxter reports an rn went to check a uv transfer set and noted the tubing was separated from the set clamp area when removed from the pouch. The set was not used on a pt and the rn reports no pt injury or medical intervention as a result of the incident.